Event description:
The customer reported that the system displayed an "image amplifier camera / operating voltage for lcd" error message. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The camera and f5 fuse on the b455 circuit board were replaced. No conclusion can be drawn as repair info is unavailable and no additional service info was provided.